Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, everything surgeon touched caused audible positive nerve stimulation tones. They continued to use the monitor which never seemed to work correctly. There were no nim system components crossing or liying alongside of any of the electrical equipment being used during the procedure. The issue was not resolved with the troubleshooting or reconnecting. She believes the electrodes on the tube are damaged. Procedure was completed with reported product. There was fifteen minutes delay in surgery. No patient impact.

Manufacturer narrative:
Product analysis found that visually, there was contamination on distal portions of the device including the cuff balloon and surgical tape was wrapped around the clamp shell on the proximal end of the device. Under magnification, there were small voids in the trace pads and ink traces (underneath the adhesive). Each electrode of the wire harness was stripped to perform continuity testing for further analysis. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 101 ohms (blue), 59 ohms (blue with white stripe), 57 ohms (red), and 151 ohms (red with white stripe) which all electrodes were in specification. Console functional testing could not be performed due to the cut wire harness. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.